Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of damaged intraocular lens (iol). Additional information was requested. There are eight medical device reports associated with this report. This is 3 of 8.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reported complaint is lacking in relevant information such as type of defect/issue observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).